Manufacturer narrative:
The device was not returned for analysis. Additionally, the lot number was not reported and therefore a review of device history records could not be performed. Bleeding and associated conditions such as hematoma is a known complication for ctr surgical procedures. Furthermore, the physician of this case did not identify any device deficiency.

Event description:
A carpal tunnel release (ctr) procedure was performed on a patient who was on an anti-coagulant medication. The patient's carpal tunnel symptoms began to improve immediately following the procedure. In the few days following the procedure the patient then developed increasing pain and neurological symptoms and signs consistent with median nerve dysfunction and was diagnosed clinically with a probable hematoma. A traditional open procedure was completed on (B)(6) to explore the carpal tunnel, evacuate the presumed hematoma, and relieve symptoms. No active bleeding vessels were identified, and exploration of the median nerve and its branches revealed no injury. The patient's numbness started to improve, and symptoms were continuing to improve slowly as of the time the patient passed away from unrelated medical issues. The physician did not identify any device deficiency. The exact cause of the hematoma is unknown, but the physician believes the bleeding may have resulted from small vessels in the carpal tunnel region and the patient's anticoagulated state.